Manufacturer narrative:
During inspection and testing of the returned device, service also found the rubber adhesive was cracked, and the adhesive around the light guide lens was worn. The control unit, up/down knob, and right/left knob were dirty. The scope cover and distal end cover were dented. The bending angulation in the up/down/left/right directions were out of specification due to wear of the angle wire. The up/down/left/right knob was out of specification due to wear of the angle wire. The connecting tube and universal cord had scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned from a user facility to an olympus service center for annual inspection, with no alleged complaint. During inspection and testing, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information that was not included in the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.